Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints has been summarized in an edward¿s technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Based on an edwards technical summary [risk of balloon burst in a calcified aortic annulus], it is considered unlikely that this type of complaint results from a manufacturing defect. Per procedure, a device history record (DHR) review is not required. In this case, per report the cause for the balloon burst was contact with the strut in the pre-existing mitral bioprosthesis valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(4) affiliate, during implantation of a 26mm sapien 3 valve by transaortic approach in the aortic position, the balloon burst. The valve was already sufficiently anchored and a new certitude delivery system was used to post dilate the valve. The final result was good and the patient was stable. As reported, the patient had a pre-existing sapien 3 valve in the mitral position from a valve in valve procedure. The strut of the sapien 3 valve in the mitral position reached into the lvot. During implantation of the sapien 3 valve in the aortic position, the balloon of the certitude came in contact with the lvot and touched the sapien 3 strut (mitral position), as a result the balloon burst.

Manufacturer narrative:
The certitude delivery system was not returned for evaluation and no photographs of the device or relevant imagery of the procedure was provided. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The work order number was not provided, all documents reviewed and referenced are representative of the processes that the complaint device went through. During balloon manufacturing, the balloon was 100% inspected for the following: fish eyes, crow¿s feet, deformation, gel spots and contamination, working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. During manufacturing, the delivery system undergoes the following inspections: during the pleat and fold process, the inflation balloon was visually inspected for tears, distorted/pinched folds, wrinkles, and contamination. Additionally, the balloon diameter is inspected using go and no-go gages. Per procedure delivery systems are 100% leak tested. The assembled delivery system was 100% inspected by both manufacturing and quality for balloon scratches, tears, wrinkles, and excessive adhesive on or within the balloon. During product verification (pv) testing, ten sample devices from all lots are tested. During testing the samples are de-aired, tested for inflation/deflation time, and balloons are fatigued by inflating/deflating with nominal volume for a total of 10 times. The balloon burst pressure is also tested. The lot would not have been accepted unless the calculated lower tolerance limit was above the lower specification limit of 7 atm. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. DHR and lot history review was unable to be performed because the work order information was not provided. A review of complaint history from february 2017 to january 2018 for the edwards certitude delivery system (all models and sizes) revealed other returned complaints for ¿balloon ¿ burst¿. Fifteen complaints were confirmed for ¿balloon ¿ burst¿ and available information indicates that patient (calcification) and/or procedural factors may have contributed to the events. An edwards technical summary summarizes and provide further root cause for ¿balloon burst¿ complaints. One complaint was confirmed for ¿balloon ¿ burst¿ and available information indicates that procedural factors (over inflation of balloon) may have contributed to the event. In addition, two complaints related to ¿balloon ¿ burst¿ are pending engineering evaluation. The occurrence rate did not exceed control limit for the applicable trend category, no corrective or preventative action was required. A review of the complaint history revealed that the occurrence rate does not exceed the january 2018 control limit for the trend category of ¿balloon burst¿. The instructions for use (IFU), the device prepping manual and the training manual were all reviewed and no deficiencies were identified. Because there was no evidence of a product non-conformance and no IFU/training deficiency was identified, an fmea assessment is not required per procedure. The delivery system and relevant photographs, videos and imagery were not provided, the complaint for ¿balloon - burst¿ was unable to be confirmed. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional or dimensional analysis. As a result, a manufacturing non-conformance was unable to be determined. However, a review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the reported event. Based on the complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. As reported, the balloon touched the stent of the s3 implanted in the mitral position, resulting in the balloon bursting. In this case, available information suggests that procedural factors (pre-existing stent in mitral position coming in contact with the certitude balloon) may have contributed to the reported event. However, a definite root cause is unable to be determined at this time. Review of complaint history revealed that the occurrence rate did not exceed the january 2018 control limit for the trend category of ¿balloon burst¿. Therefore, neither a pra nor corrective or preventative action were required.